Event description:
The facility had indicated that the pt had pre-existing conditons of weak zonules and high intraocular pressure. The surgeon implanted this lens and attempted to piggyback another intraocular lens in the pt's eye. After the lenses were successfully implanted, he noted the pt had 360 degree zonular dehiscence, due to the pt's pre-existing conditions. The surgeon enlarged the incision and removed the lenses.